Manufacturer narrative:
The ge representative spoke to the customer and determined the system needed the complimentary metal oxide semiconductor battery replaced. The battery was shipped directly to client.

Event description:
The customer reported the system displays a complimentary metal oxide semiconductor error code. No report of pt injury.